Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle broke in the patient. On the ninth pass, the needle tip broke off as it was passing the suture through the tendon and into the jaw. The surgeon was able to retrieve the broken fragment and complete the case with another ar-13995n multifire scorpion needle from the same lot number. This was during an open rcr procedure on (B)(6) 2022.